Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent placement of a temporary venous pacemaker (tvp) in the intensive care unit (ICU). On the following day, nursing staff observed saline and blood leakage into the cath-gard contamination shield. Further evaluation revealed that the connection between the tvp and the cath-gard contamination shield could not be adequately secured at the proximal end despite attempts to tighten the fitting by twisting. Consequently, the pacemaker wire was reported to be easily dislodged from the assembly. There were no reports of patient injury, adverse health consequences, or medical intervention associated with the reported event. Associated mdrs: 3010532612-2026-00687.